Event description:
72 y/o female with a diagnosis of lt carotid stenosis and ulcer with a secondary dx of intraplague hemorrhage. A lt carotid endarterectomy was performed 8/26/97. Prolene suture was used to close. Call to room for code blue. Pt ruptured lt carotid wound. Sudden onset of bleeding. Pt unresponsive. Taken back to the or for reclosure of arteriotomy. Evacuation of hematoma on 8/27. Prolene suture found to be fractured about 1/2 cm proximal to the knot (closure). Pt expired 9/1.